Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver displayed an "err hwbat". No additional patient or event information is available. Data has been received for investigation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
Com-(B)(4)

Event description:
Dexcom was made aware on (B)(4)2018, that on (B)(6)2018, the receiver displayed an "err hwbat". No additional patient or event information is available. No product or data was available for evaluation. Confirmation of the error icon and a probable cause could not be determined. No additional event or patient information is available.